Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro hand piece self-activated and would not shut off, melting the hemopro jaws. A replacement hemopro was opened and plugged into the cable. Self-activation started again and was unplugged. A new vh-3030 cable was opened and the case was completed.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number /serial number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The flat metal surface on the inside of the 6-pin din male where the pins are connected was observed to be dented and damaged. There were no other visual defects observed on the pins. The cord was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference power supply at level 2.5 volts and a reference hemopro harvesting tool. The device failed the pre-cautery test; it self-activated as soon as the power from the supply was turned on. Based on the condition of the device as returned and the results of the investigation, the reported failure mode "electrical issue" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro hand piece self-activated and would not shut off, melting the hemopro jaws. A replacement hemopro was opened and plugged into the cable. Self-activation started again and was unplugged. A new vh-3030 cable was opened and the case was completed. Picture supplied by account. The hospital did not report any patient effects.